Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range pace impedance measurements greater than 2000 ohms. There were no additional adverse patient effects.